Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump unexpectedly shutdown without any alarms. Blood glucose (bg) was 615 mg/dl. Insulin injections were administered. The customer was admitted to the hospital and was treated with potassium, fluids and an insulin drip. Bg was at 354 mg/dl at the time of the report and the customer had not yet been discharged. Upon follow-up, the high bg was resolved and the customer was discharged on (B)(6) 2018. The customer resumed pump therapy.